Manufacturer narrative:
(B)(4). The sample availability is unknown at this time. A follow-up medwatch report will be submitted if the device is sent back to baxter for evaluation or if there is additional information available.

Event description:
The facility representative contacted baxter on 22 june 2010 to explain that an infusor had a ruptured bladder. The event occurred two hours into infusion on a patient. The device was filled with 4 vial of morphine and physiologic solution for a total volume of 50ml (mililiter). There was no filter used during filling. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.